Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver saline[100 mcg/ml] at 9.99 mcg/day, and an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard/confirmed by telemetry. It was stated that a low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir occurred on (B)(6) 2016. Troubleshooting was done during the call; the pump logs were checked. It was reported that the patient was not receiving any benefit from the pump. It was stated that the event date was unknown. The patient¿s pump and catheter were explanted and sent back to the manufacturer for analysis. Additional information was received from the manufacturer¿s representative on 2017-mar-07. It was stated that there were no reported additional actions taken to resolve the issue. It was stated that no additional information was given following the explant.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Result code has been updated. Conclusion code has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.